Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty getting the helix to extend noting that it took an excessive number of turns before the helix would "pop" out. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and blood/tissue visible inside helix. Flushed helix with alcohol, helix extends but is bent. Damaged at implant attempt. If information is provided in the future, a supplemental report will be issued.